Event description:
Fresenius dialysis machines were never calibrated for high altitude. This resulted in high transmembrane pressure alarms. MFR unable to determine problem. The original installer (fresenius) failed to install the equipment properly and calibrate for high altitude.